Event description:
Reportedly, the instrument was fired to create the anastomosis, but after turning the wing nut the prescribed number of times the gun could not be removed. The anvil had not tilted. An opening was created above the anastomosis and the anvil detached and removed. The staples were present and the anastomosis was complete. The opening was closed with suture and a leak test was performed satisfactorily. Procedure: low anterior resection.